Event description:
Meter name: one touch profile. Strip name: unknonw. Meter code: unknown strip code: unknown. Strip storage: unknown. Symptoms: cold / shaky. A pt reported they were unable to obtain a blood glucose result on their meter. Their meter allegedly had missing segments. The result on their meter was unknown. Treatment was unknown. No further info has been reported.